Manufacturer narrative:
Patient weight is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2023 wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
It was reported that the patient had recently undergone hip surgery and had not put the generator into surgery mode. The patient controller was displaying the message "the generator is not responding." No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation code was corrected from "11 - conclusion not yet available" to "4315 - cause not established".

Event description:
Additional information received indicates that surgical intervention may take place at a later date to address the issue.

Event description:
It was reported that the patient's ipg is not communicating with external devices following an unrelated surgery. Reportedly, the ipg was not set into surgery mode prior to the surgery. Troubleshooting was unable to resolve the issue.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not received.